Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following predilation with a balloon catheter, a 32 x 2.25 promus premier¿ drug eluting stent was advanced to treat the lesion; however, resistance was encountered at a proximal bend before getting the distal tip of the stent delivery system cross the lesion. The physician pushed the catheter with more force but lost guide catheter support when the catheter and the stent bounced back and disengaged from the ostium of lad. The stent was removed and the physician re-engaged the artery with the same guide catheter. The physician then used a guide support catheter through the guide catheter and positioned in the artery. Before re-entering the guide catheter, the physician examined the stent and noted that the stent strut was slightly lifted in one place. The procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status remained stable throughout the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from four middle stent rows were raised outwards distally from the balloon and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the inner, outer and corewire were kinked at 44 mm distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. Following predilation with a balloon catheter, a 32 x 2.25 promus premier drug eluting stent was advanced to treat the lesion; however, resistance was encountered at a proximal bend before getting the distal tip of the stent delivery system cross the lesion. The physician pushed the catheter with more force but lost guide catheter support when the catheter and the stent bounced back and disengaged from the ostium of lad. The stent was removed and the physician re-engaged the artery with the same guide catheter. The physician then used a guide support catheter through the guide catheter and positioned in the artery. Before re-entering the guide catheter, the physician examined the stent and noted that the stent strut was slightly lifted in one place. The procedure was completed with another promus premier&#10259;tent. No patient complications were reported and the patient's status remained stable throughout the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).